Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, there was no revision reported. Primary surgery notes and primary surgery implant sticker sheets were provided. Orthopedic consultation report dated (B)(6) 2013 indicates that the patient had a slight leg length discrepancy on the right hip. It is not known if the implants on the right hip are from depuy. Clinic visit on (B)(6) 2013 reports lower back pain, stiffness, tingling and numbness along with right sided paravertebral muscle tenderness and a palpable muscle spasm. It was mentioned that the right hip was previously revised due to wear. Doi: (B)(6) 2010; dor: none reported (left hip).